Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review, ventricular tachycardia was diagnosed as supraventricular tachycardia and then the arrhythmia accelerated into ventricular fibrillation and was terminated by delivering therapy. No intervention was performed. Patient was in stable condition.